Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the repeated 48232 errors and replaced replaced the double camera controller (doco ) to resolve the issue. However, after the replacement an error 48230 appeared with a "left video lost" message on the vision side cart (vsc) monitor. Fse replaced the camera head to resolve the fault. The fse replaced the camera cable proactively. The system was tested and verified as ready for use. The camera cable involved with this complaint is a field scrap item and will not be returned to isi for further investigation. Intuitive surgical, inc. (Isi) has received the doco involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. Additionally, intuitive surgical, inc. (Isi) has requested the site to return the camera head involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. .

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted prostatectomy surgical procedure, a repeated recoverable fault 48232 occurred on the left doble camera controller (doco). The customer performed a power cycle of system with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle of the vision side cart (vsc); however, the issue persisted. The procedure was converted to another da vinci system with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on, but there were no issues noted during set up of the system. The issue was identified after ports placement. No post procedural complication was reported.

Manufacturer narrative:
The double camera controller (doco) was installed on the test system and passed sine cycle, power cycles and idle testing without issue. The sine cycle was performed for ten minutes, twenty power cycles and idle testing was for three hours. The error 48232 issue was confirmed but not replicated.

Event description:
Refer to h11 for follow-up information.